Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an issue with light-emitting diode on front of device that continually flashed. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not confirmed. Based on the results of the investigation, a definitive root cause for ''light-emitting diodes on front of device continually flashing'' could not be determined. Olympus will continue to monitor field performance for this device.